Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex and fresenius 1.5% (non-baxter product) for peritoneal dialysis (pd) therapy. Fresenius 1.5% was considered a suspect product by the reporter. On (B)(6) 2010, the patient developed aseptic peritonitis. Although an event outcome was not specified, the reporter stated that the event lasted for 5 days. The cause of the aseptic peritonitis was not reported. During follow-up on (B)(6) 2010, the physician clarified that the event of aseptic (sterile) peritonitis began on (B)(6) 2010, manifested by cloudy dialysate. The patient had no other clinical symptoms. On (B)(6) 2010, the patient began treatment with cefazolin (dose and frequency not reported, ip) and vancomycin (dose and frequency not reported, ip) for aseptic peritonitis. On (B)(6) 2010, the patient completed taking cefazolin and vancomycin. In (B)(6) 2010, 5 days later, the event of aseptic peritonitis resolved. The patient's pd regime (extraneal viaflex and fresenius 1.5%) continued without change.